Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, the unit was unable to be primed during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. The unit was received with a missing end cap sticker and minor scratches on the lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 11 mmol/l. The alarm was cleared with an infusion set change, but during the rewind the piston sounded slower than usual. The customer was advised to discontinue use of the pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.